Event description:
Patient was admitted to the ICU with 3 IV continuous infusions running (propofol, levophed and amiodarone). The infusions were transferred to our alaris pump on arrival. Approximately 10 minutes later, the pump flashed a warning "system failure" and please correct. All buttons were non-functional and the device independently shut down. Rn 1 was able to restore power and programming to the pump (hoping it was infusing properly after a failure) while rn 2 ran to find a replacement. At approximately 0100, the patients bp fell significantly and he went into a pea arrest that ended with rosc. During the code blue event, rn 2 was able to replace the pump and resume infusions. It is unknown if the first IV pump was working properly and may have contributed to the event. Md was made aware of the pump failure. It was discovered that the switch on the back of the pump controller was stuck on. It appeared someone/something had come in contact with the switch which jammed the switch button off to the side. This switch/button has a collar around it which is to stop the button from accidently being depressed.

Event description:
Patient was admitted to the ICU with 3 IV continuous infusions running (propofol, levophed and amiodarone). The infusions were transferred to our alaris pump on arrival. Approximately 10 minutes later, the pump flashed a warning "system failure" and please correct. All buttons were non-functional and the device independently shut down. Rn 1 was able to restore power and programming to the pump (hoping it was infusing properly after a failure) while rn 2 ran to find a replacement. At approximately 0100, the patients bp fell significantly and he went into a pea arrest that ended with rosc. During the code blue event, rn 2 was able to replace the pump and resume infusions. It is unknown if the first IV pump was working properly and may have contributed to the event. Md was made aware of the pump failure. It was discovered that the switch on the back of the pump controller was stuck on. It appeared someone/something had come in contact with the switch which jammed the switch button off to the side. This switch/button has a collar around it which is to stop the button from accidently being depressed.